Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. The event reports the patient "underwent a right hip bursectomy as his doctor's believed that this was the source of his right hip symptoms". At this time there is no indication that the patient's devices contributed to this condition however additional clinical records would be required to confirm this. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly "approximately 4-5 months after surgery of (B)(6) 2012 plaintiff's right hip pain and stiffness continued. In (B)(6) 2014, he underwent a right hip bursectomy as his doctor's believed that this was the source of his right hip symptoms." It is further alleged that the patient's right hip pain and stiffness continued after the bursectomy surgery and continues to present.

Event description:
It was reported through the filing of a lawsuit that allegedly "approximately 4-5 months after surgery of (B)(6) 2012, plaintiff's right hip pain and stiffness continued. In (B)(6) 2014, he underwent a right hip bursectomy as his doctor's believed that this was the source of his right hip symptoms." It is further alleged that the patient's right hip pain and stiffness continued after the bursectomy surgery and continues to present.

Manufacturer narrative:
Other devices listed in this report: cat. No.: 6260-9-136, v40 cocr lfit head 36mm/0, lot code: mla878. Cat. No.: 6721-0435, size 4 accolade ii 127 deg, lot code: 41538005. Cat. No.: 2030-6530-1, 6.5 cancellous bone screw 30mm, lot code: mlkmr0. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Device not returned to manufacturer.